Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation presented a bubble inside during initial flushing with syringe. It was impossible to get rid of the bubbles, most likely a leak could the reason why. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath clear during preparation presented a bubble inside during initial flushing with syringe. It was impossible to get rid of the bubbles, most likely a leak could the reason why. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that as the issue occurred at the preparation site a syringe was used for flush. There was no farawave catheter in the sheath as the issue occurred before catheter insertion.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The reported event was confirmed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation presented a bubble inside during initial flushing with syringe. It was impossible to get rid of the bubbles, most likely a leak could the reason why. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that as the issue occurred at the preparation site a syringe was used for flush. There was no farawave catheter in the sheath as the issue occurred before catheter insertion.